Event description:
This report was rec'd from an ophthalmologist concerning the model 912 intraocular lens. He returned the intraocular lens indicating that it was inserted and removed and it appeared to be "faulty & fractured". A model 912 intraocular lens was implanted into a pt's eye. After implantation, it was noted that the haptic was loose. He grabbed the intraocular lens and the haptic broke. He removed the intraocular lens without incident or further injury to the pt and implanted another intraocular lens. The intraocular lens has been returned for investigation and the investigation by the MFR is pending.